Manufacturer narrative:
This is one event reported on the same pt involving two separate products and associated with MDR # 1225714-2014-02782 and 1225714-2014-02783.

Event description:
The plaintiff's attorney alleged that the pt experienced a cardiovascular and a cerebrovascular event on (B)(6) 2012 after the use of the product.